Manufacturer narrative:
(B)(4): one piece sled. The ecr60d reload was received for analysis with the one-piece sled damaged and fully loaded with staples. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. Please reference the instruction for use for the complete guide to loading and reloading the instrument. Due to the condition of the reload, no functional test could be performed.

Event description:
It was reported that during an unknown procedure, the device could not be fired after closed the trigger. Another device was used to complete the procedure. There were no adverse consequences for the patient.